Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5po2v, serial number/date code (B)(4) is approximately 2 years, 3 months old. The owner's manual part number 1143482rev.e(nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
A report has been received where the connector from the unit to where the o2 tubing connects broke. There is no report of an injury or ill effect to the end user. Please note any further information received will be provided in a follow up report.